Event description:
The patient contacted animas on (B)(6) 2012 and reported the up and down arrow keypad buttons were intermittently responsive and at times would scroll. The patient noted the ok keypad button would stick when priming and stated the pump had to be jarred to get the ok button to release. The patient reportedly wore the pump in a case attached to the waist and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.